Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that initially the patient underwent fixation surgery for adult spinal scoliosis at t9-s1. Post op, revision surgery was scheduled .bone union was not achieved. Loosening of right s1 screw was observed was it was replaced by bigger screw. 1 level extension toward caudal side was performed and fixation using 4 rods partially for fixing tightly. Surgeon commented that insufficient rod bending at junctional vertebrae to upper lumber may have overloaded below levels and contributed to malfunction of the implants.

Manufacturer narrative:
Product analysis :microscopic examination of the mas saddle identified uneven wear, which is consistent with rod angulation at final tightening. Visual and functional evaluation of mas head thread found no damage, and a sample boss was able to be fully engaged into the head. Associated set screw not returned for examination. Unable to determine root cause from the available information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review: "single post op ap and lateral plain x-rays are provided. An s1 screw is seen fractured. Per report, there is a rod fracture at l2-3.this is visible on ap. Sagittal balance has not been corrected. Fusion status is unknown as is date from surgery. Root cause: patient specific factors, surgical technique." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.